Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during reprogramming for a magnetic resonance imaging (MRI) that the device had performed a polarity switch. It was noted that the atrial lead exhibited high impedance, high capture threshold and sensing noise. Programming changes were performed. The patient was in stable condition.